Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the fenestrated bipolar forceps instrument would not cauterize. A new instrument was used to complete the planned surgical procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was tested with an in house multimeter and it passed. The instrument was placed on an in-house da vinci system for further testing and it failed the functional testing. The instrument would not cauterize. There was no visible damage to the conductor wire. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.